Event description:
(B)(4). I had essure placed in (B)(6) 2009, I had to have a hysterectomy at the age of (B)(6) because of the terrible non listed side effects of essure. Continuous stabbing pain when bending. Constant cramps; hemorrhaging menstrual cycles that would last 3 weeks out of the month and towards the end before having the hysterectomy bleeding for 90 days straight. I suffered from severe headaches, anemia and cramps. Issues with my teeth breaking; after having the hysterectomy the ob informed me that the device had perforated my tubes. Since having the device removed headaches have subsided, cramping and bloating has completely disappeared. Health issues vanished immediately.